Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case concerns a (B)(6) year old female who in (B)(6) 2000 (at the age of (B)(6)) underwent a total proctectomy with a coloanal anastomosis and transverse coloplasty. Due to a colonic prolapse in the coloanal anastomosis, the prolapse was resected in (B)(6) 2020 (altemeiers procedure). Due to postoperative invalidating lars with fecal incontinence, peristeen irrigation was considered justified and commenced on (B)(6) 2020. On (B)(6) 2020, 2 weeks after the initial irrigation, she inserted the rectal catheter, inflated the balloon with 2½ pumps and started instilling the water when she experienced brutal abdominal pain which immediately made her visit the ER. No balloon burst. A CT scan confirmed an intraperitoneal perforation. During a laparotomy, a 3 cm long perforation (horizontal or vertical unknown) was detected starting app. 8 cm from the anal margin. A diverting ileostomy was created. The patient is recovering, but still hospitalized at present. No further information available.